Event description:
It was reported that the pump was contaminated during surgery on the back table. The pump was replaced and the patient recovered without sequelae. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 180mcg.

Manufacturer narrative:
Catheter connector model: 8575, lot#: j0212458r, implanted: (B)(6) 2003, explanted: unk; catheter model: 8709, lot#: l60024, implanted: (B)(6) 1999, explanted: unk. Final analysis of the device revealed no anomaly, normal device function.